Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a hydrodissection cannula tip broke during a procedure. An anterior vitrectomy was performed to retrieve the tip of the cannula. The product sample was retained. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of broken cannula; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number, indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. The manufacturer internal reference number is: (B)(4).